Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed that a user facility's olympus, cv-190, generated "e315 unsupported scope" and "b30" (communication) errors. The reported problem occurred during a diagnostic colonoscopy procedure. It is unknown if the intended procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional information provided by the user facility, the results of the legal manufacturer¿s investigation and device history record (DHR) review. The user facility reported to olympus that it was determined there was not an issue with the cv-190 and the cause was isolated to a specific scope. The user facility sent the scope to a repair facility. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and found no evidence of a cv-190 malfunction.